Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found that the key switch c-arm was not in the correct position to allow the lift to work up or down. Turned the key to correct position. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the lift on the 9800 system will not go up. There was no report of patient injury.